Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital complaining of increasing shortness of breath. The right atrial (ra) lead exhibited a high undefined lead impedance warning and undersensing of p waves. Ra lead remains in use. No further patient complications have been reported as a result of this event.